Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunction was found during the device evaluation: e226 was displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 was displayed, and images were not displayed because the camera head adapter was broken, and the chip was missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had no image. The issue was found, during routine inspection. There were no reports of patient harm.